Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2024, it was reported by an arthrex employee via sems (B)(4) that the fibertak, ar-3638, failed to be inserted; the anchors didn't hold as they should have. The case was completed with no adverse effect to the patient. See photo attached.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Based on the image provided from the field, it is evident that the distal tip of the device is bent, which is likely related to the complaint allegation. Consequently, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.